Event description:
Locking cap system broke on cervical plate as surgeon was locking plate into place. The plate was removed and replaced with another plate.

Manufacturer narrative:
Reviewed device history records. Device manufactured to applicable specifications. No manufacturing defects or inclusions that would cause this failure were observed. Deformation of the wall of the hex pocket shows that the yield stress of the material was exceeded locally. Exceeding the yield strength in the cap locally initiated cracks which combined with stresses from over-tightening resulted in the cap breaking off. The locking cap fractured because excessive torque was applied when turning the locking cap. Under normal use, the caps perform as intended. No additional action is required at this time. This is the final report that will be submitted associated with this incident and device.